Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported case. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after the procedure was completed and no patient was present that the site was having issues registering the patients scan. It was noted that the spacing and thickness was off and that the scan was reformatted and still showed signs saying it was not optimal for the stealth. It was known that the gantry was fine, spacing , thickness and followed scanning protocols. The manufacturer representative was able delete and re add the patient information into the stealth but was still unsuccessful. No patient was present as the case was already over with when the issue was resolved. The system was still working as intended. No patient was present at the time of the event.